Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy, when performing a colon resection there was tissue erosion with loss of serosa during traction and dissection, due to this, the surgeon performed the colon resection, purstring again with another device and the anastomosis with another stapler. About 1cm of colon was lost and damaged due to the necessity of performing again the resection, purstring and anastomosis. The surgical time was extended by more than 30 minutes due to device issue.